Manufacturer narrative:
No conclusion code available. The reported temperature issue was confirmed. The electrode did not display a temperature increase when exposed to heat. Electrical testing revealed a short circuit within the hub, consistent with the temperature issue detected. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the short circuit is consistent with damage during use.

Event description:
Related manufacturing reference numbers: 3004617090-2017-00002, 3004617090-2017-00003, 3004617090-2017-00004. During a radiofrequency ablation procedure the probes would not heat to the desired temperature. The procedure was cancelled with no adverse consequences to the patient.